Event description:
In 2008, the patient returned the infusion device for evaluation. Upon follow up with the pt the next day, she stated that nine days prior to original date, her blood glucose was elevated to 200-250 mg/dl, and she was in pain due to arthritis. Her normal blood glucose level is 150-200 mg/dl. Her husband called the ambulance at 6:00am and the patient was taken to the hospital. The pt was unconscious and her blood glucose measured 800 mg/dl. She was placed on dialysis and disconnected from her infusion device two days later. The patient was treated in intensive care for four days in the same month, and then transferred to regular care until the day prior to original date. No further information is available. Product was replaced, and returned for evaluation.